Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025, she experienced a no readings, brief sensor issue or sensor error that had been displayed over 3 hours on both receiver and mobile device. At 6:00 am the sensor stopped working. She tried to fix it and after 2 hours, it was still showing sensor error. She put a new sensor on and it did not work as well with the same error message: sensor error. She had no idea what her sugar was. She was dizzy and her brother-in-law helped her check her blood glucose, which was 50 mg/dl. She was given carbohydrates and felt better. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was doing okay. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.